Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. Fluoroscopy also showed the rv lead had externalized conductors. This was addressed by a procedure on (B)(6) 2021, where the rv lead was capped and replaced. Post-procedure the patient was stable.